Event description:
Hcp reported pt infection of right ipg. Symptoms were redness and swelling. Cultures tested positive for staph and mrsa. The pt was treated with IV antibiotics, and the ipg and extension were removed. The device was explanted and returned to the MFR for analysis. A follow-up will be sent when additional info is received.